Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that there was a damaged connector that occurred post final release.

Event description:
Alleges consumer was in chair when it started spinning in circles and went up to level 6 banging her leg between the chair and her bed.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges consumer was in chair when it started spinning in circles and went up to level 6 banging her leg between the chair and her bed.